Event description:
It was reported that during an upgrade procedure, the atrial lead became dislodged. The lead was expalnted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-52, lead, implanted: (B)(6) 2009. (B)(4).